Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited high pacing impedances. The lead was not used, and a new lead was implanted. There were no adverse consequences and the patient was fine post procedure.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. A complete lead was returned in one piece. The damage found was sustained during the surgical procedure. The lead was otherwise normal.